Event description:
Meter was reading inaccurately high. Two days ago in the afternoon, the pt was unresponsive. During this time, the pt was tested on their meter with a result of 121 mg/dl. The emergency services were called and the emt result within 10 minutes was 21 mg/dl, which reflects a serious injury. Pt was given glucose treatment. During troubleshooting, it was verified that the pt's meter was set in the correct unit of measurement (mg/dl). The pt's testing and cleaning techniques were reviewed and was determined that he was following proper procedures. However, the test strips that the pt was using were expired, and therefore, there is use error involved. The pt's medical regimen is unknown. Based on the information provided, there is no indication that the product has malfunctioned. However, there is user error involved, which may have contributed to the hypoglycemia. Although the events leading to the pt being unresponsive is unknown, the difference between the pt's meter result and the paramedic's meter result within 10 minutes is high. Therefore, this case is reported as an adverse event. A replacement meter, test strips, and control solution were sent to the pt.